Event description:
The customer reported a system error while a critical care patient was being transported to a test. Two alaris systems were on one IV pole; the lower system had 4 pump modules attached, with levophed infusing for blood pressure, propofol infusing for sedation and two other (unspecified) medications infusing. While in the elevator, the lower pc unit alarmed for system error and shut down, and the devices could not be powered back on. The patient was transported back to his room, the pumps were switched and the medications were restarted. The patient had a transient blood pressure drop which recovered within 10 minutes of restarting the levophed. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.